Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mid left anterior descending (lad) artery. The 2.0x20mm voyager balloon dilatation catheter (bdc) was unpackaged without issue. There was no resistance during removal of the protective sheath and stylet. The voyager bdc was soaked and prepped prior to use with no leaks or issues noted. After advancement to the lesion, an attempt was made to inflate the voyager bdc to 8-10 atmospheres (atm); however, the balloon could not be inflated and a balloon rupture was suspected. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 2.0x20mm trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to inflate and balloon rupture were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for failure to inflate or balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.